Manufacturer narrative:
The used company cartridge was received still installed in the company handpiece. The cartridge had not been fully seated. The cartridge was removed from the handpiece. There did not appear to be adequate viscoelastic in the cartridge. There was a small line of dried ovd from the bottom of the plunger. The tip had stress lines. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned (B)(4) and photos were provided. The trailing half of the optic was broken on both sides angled to the travel path. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens model or diopter and handpiece were used. It is unknown if a qualified viscoelastic was used. The root cause for the lens damage appeared to be related to a failure to follow the instructions for use (IFU). There did not appear to be adequate viscoelastic in the cartridge. The used company cartridge was received still installed in the handpiece. The cartridge had not been fully seated. This could have cause the lens or plunger not be positioned correctly during advancement. The observed lens damage would indicate a plunger override occurred. Top coat dye stain testing was conducted with acceptable results. The handpiece IFU instructs slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. It is unknown if a qualified viscoelastic was used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported with a description of intraocular lens was damaged. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.